Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient to remove the share 2 application, forget all bluetooth devices, reinstall the g5 application, and then restart the smart device. No additional patient or event information is available.